Event description:
During a pta treatment procedure, insertion difficulties were encountered which resulted in a fracture of the amplatz super stiff guidewire exposing the corewire. Initially, a radifocus guidewire and a clinical supply 5f catheter were advanced to the 80% stenotic left external iliac lesion site from the right femoral insertion site. The radifocus guidewire was then removed and replaced with the amplatz super stiff guidewire. The amplatz guidewire would not advance in the catheter. When the physician attempted to withdraw the amplatz guidewire he felt significant resistance. The amplatz guidewire was removed and replaced with a radifocus guidewire (without resistance) to successfully complete the procedure. Upon removal of the amplatz guidewire, tip damage was noted. The procedure was successfully completed. No pt injuries or complications were reported. Pt's status is reported as 'good'.